Event description:
It was reported that there was high impedance readings on c0, c1, c2, c3 and 01. The lead was wiped a couple of times and values were bumped to 1.5v and 250usec. There was confirmed placement of the lead in the implantable neurostimulator (ins), blue tip was seen and everything looked good. The manufacturing representative continued to get impedance issues, the ins was sent back. Additional information reported the lead was cleaned off 5 times and increased to 2v and 360pw and still had impedances. The device was used with patient and there was no patient injury. It was noted that this event occurred during procedure. The impedances were greater than 4000 on all case connections plus 1, 0. The device was not implanted. It was replaced with a new ins during reprogramming and it worked properly. No patient harm reported. The device was returned to manufacturer.

Manufacturer narrative:
Concomitant medical products: product type: programmer, physician. Product type: lead. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins setscrew was backed out too far.